Event description:
It was reported that the balloon ruptured. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device ruptured after it was inflated multiple times. The procedure was completed with another of the same device. There were no complications reported.